Event description:
It was reported that non-sustained lead noise episode due to post-paced t-wave oversensing and myopotential oversensing was observed when the patient presented in the clinic after receiving a notifier. The issue was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.